Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4)

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -4.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Edema and inflammation was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.